Manufacturer narrative:
The returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned within the rotapro device. The burr housing was received attached to the advancer, but the burr catheter, sheath, and rotawire had been cut at the burr catheter strain relief in accordance with the reported events. Four photos of the product were provided and were found to be in accordance with the product returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually inspected. Inspection of the device found that the coil, sheath, and rotawire had been cut at the burr housing strain relief, and that the coil had been stretched during the separation. The distal portion of the rotawire was received within the severed coil and sheath, and the proximal portion was received separately outside the device. The distal portion of the rotawire was able to be removed from the severed coil and sheath, but with severe resistance due to a kink at the proximal end. The returned wire portions were measured, and it was found that the proximal portion of the returned wire was 180.5cm, and the distal portion was 149.5cm for a total length of 330cm within specification. The proximal portion of the returned wire was able to be inserted and removed from both portions of the returned rotapro device [coil/burr and advancer with burr housing attached] with no resistance or issues. Besides the separation between proximal and distal portions, there were no further damages or defects observed to the proximal portion of the returned wire. The distal portion of the rotawire was not able to be reinserted into either portion of the returned rotapro device due to the kink at the proximal end. Functional testing of the burr catheter could not be performed, as the burr catheter was severed prior to return. Functional testing of the rotapro advancer was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotapro advancer was then connected to the rotapro console control system. When the knob switch [ablation button] was pressed, the advancer was able to rotate and gain speed with no resistance or issues. There were no further damages or irregularities identified during inspection of the advancer. .

Event description:
It was reported that guidewire entrapment occurred and the device got stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.00mm rotapro and a rotawire drive were selected for use. The set rotation speed was 180,000. Dynaglide mode was used when advancing the catheter to the lesion. During the procedure, the speed of the rotapro was 60,000 to 90,000. The device got stuck in the lesion. The advancer got separated, the burr and the wire were cut, and the outer sheath was removed. Inflation was performed before advancing the balloon catheter with a 14 wire. During balloon deflation, the rotapro was pulled out and released from the lesion. The rotapro and rotawire were confirmed to be stuck together. The procedure was completed with another of the same device. The patient status was stable and there were no patient complications.